Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The symptom door not fully latched alarms was confirmed and reproduced. It was caused by a loose link screw. As a result, the link screws were replaced.

Event description:
It was found during baxter's testing that a pump was alarming for door not fully latched. There was no patient involvement since the error was found during testing.